Manufacturer narrative:
Additional information: d9, g3, h6. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the reported event allegation is not confirmed without the device being returned or any photo provided. The patient's bone density was reported as hard. The most likely cause for the reported failure can be attributed to user error due to the use of an oversized 5.5mm swivelock per customer information. This is not recommended for use with a 4.75mm anchor, as the thread form will be misaligned/damaged if this tap is used with a 4.75mm anchor.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-1593-bc swivelock driver began to twist around proximal portion of anchor and would not seat anchor, anchor did fracture. This was discovered during a case , device breaks during use.